Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging. Blood glucose was 81 mg/dl. Upon follow up, customer confirmed a faulty wall adapter was being used. Pump was charged with another wall adapter.